Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx stent system was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. The stent was to be implanted to treat a 2-3cm stricture due to a post-transplant anastomoses, the duct was 7cm. The patient anatomy was not tortuous and had been dilated prior to the stent placement. According to the complainant, during the ercp procedure the physician noted that there was a delay in deployment when the stent was unsheathed. The wallflex¿ biliary rx stent was not deployed in a satisfactory position. The wallflex¿ biliary rx stent and was too distal out of the ampulla. The physician stated the physician confirmed that the lesion was dilated prior to stent placement. The wallflex¿ biliary rx stent was removed from the patient on (B)(6) 2015 using rat tooth forceps and the procedure was completed with another wallflex¿ biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent positioning placement issue. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.